Manufacturer narrative:
Correction: h6, h11. H11: the repair information reported that the machine issue was addressed as an electric failure of the fan that caused the electric charge of the ultrafiltration cell. It is unlikely that the issue reported could have caused excessive ultrafiltration. Based on the information received, the ak 96 machine was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation, however, the device was evaluated on site by a qualified technician. The service history review revealed no indication that the parts replaced during service caused or contributed to the reported event. The cause of the reported event could not be determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 96 machine, the patient experienced hypotension. Treatment was stopped. It was reported that the ultrafiltration (uf) was set to 3kg; however, it was determined that the actual fluid loss was 5kg, (2 kg of excessive uf). The patient received unspecified fluids and the blood pressure gradually stabilized. No additional information is available.